Manufacturer narrative:
Return requested for mobile field generator. No parts have been received by manufacturer for analysis. - 11/04/2015 a medtronic representative, following-up at the site, reported the navigation system is working well. No further issues have been reported. - 11/06/2015 a medtronic representative noted the reported behavior occurred prior to the start navigation.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, and when on the registration page, the emitter showed localizer not connected. The nurse re-booted the navigation system and functionality was restored. Delay in therapy was 10 minutes. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The axiem box component of the system was found to be working properly. The system was found to be fully functional and no replacement parts were needed. The reported event could not be duplicated by medtronic personnel.